Manufacturer narrative:
This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was showing a poor morphology, high capture thresholds, failure to capture the tissue, and pacing impedance within normal limits. The patient was also showing bradycardia. Boston scientific technical services (ts) suggested x-ray analysis to check for a possible lead dislodgement. The sales representative was also wondering if it could be a perforation. At this point the lead remains in service. No additional adverse patient effects were reported.